Event description:
It was reported that during surgery, the drill head was knocked off during irrigation and suction due to the entry angle being too strong when using the ria 2 on the distal tibia. Surgery was completed successfully with no delay. No broken fragments were retained in the patient, and no additional intervention was required to remove fragments. Patient outcome was reported to be good.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 28-mar-2022 expiration date: 01-mar-2032 part number: 03.404.017s, 10.5mm reamer head for ria 2-sterile lot number: 700p733 (sterile) lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.